Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that needle eclipse s/t 25x5/8 rb needle came loose from the syringe. The following information was provided by the initial reporter: our problem occurs when injecting haldol decanoas (oily product): the needle comes loose from the syringe. It is likely that this happens because the needle is not held in place when the plunger of the syringe is pressed. I imagine that training can help. Follow-up with the bd rep: this problem frequently occurs when performing an intramuscular (im) injection and even more so if the product is oily and/or viscous. Overpressure causes the needle and syringe to dissociate. And for having practiced this type of injection it happens with any im. So I don't think this is related to bd dms in particular. That's what I passed on to the pharmacist. Another factor promoting dissociation is the use of luer slip syringes rather than luer lock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle eclipse s/t 25x5/8 rb needle came loose from the syringe. The following information was provided by the initial reporter: our problem occurs when injecting haldol decanoas (oily product): the needle comes loose from the syringe. It is likely that this happens because the needle is not held in place when the plunger of the syringe is pressed. I imagine that training can help. Follow-up with the bd rep: this problem frequently occurs when performing an intramuscular (im) injection and even more so if the product is oily and/or viscous. Overpressure causes the needle and syringe to dissociate. And for having practiced this type of injection it happens with any im. So I don't think this is related to bd dms in particular. That's what I passed on to the pharmacist. Another factor promoting dissociation is the use of luer slip syringes rather than luer lock.